Event description:
Customer reported via phone call that the infusion set and reservoir were changed in the morning due to receiving a no delivery alarm. Customer stated that they experienced high blood glucose of 593 mg/dl; customer treated with a bolus. Customer checked the blood glucose level while being on the phone and it had come down to 163 mg/dl. Customer declined to for air bubbles, insulin leaks and their settings. The no delivery alarm from the morning made the customer nervous but customer is stable now and will monitor the blood glucose levels.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.